Manufacturer narrative:
Investigation completed 07/10/2017. A review of integra complaints tracking database for ip1p since 2014 reveals no similar complaint. Over 1,450 ip1p licox probes and kits have been sold since january 2014. No trend is observed. No device was returned for investigation (¿thrown away¿). According to the information received from the hospital, the licox probe was not correctly placed; it was in the extraparenchyma area instead of within parenchyma. The hospital form documents that ¿according to them, device quality is not in cause, the cause of the event is linked to a wrong dura-mater perforation.¿ the event is considered by the hospital as an ¿error¿, meaning ¿any involuntary non conformed use¿; the probe was replaced, the event had no clinical consequence for the patient.

Event description:
It was reported that the probe was in the extra parenchyma due to improper perforation of dura matter. There was no risk to the patient reported. However, another device was inserted.